Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing a low blood glucose (bg) event on (B)(6) 2025. The event occurred during a supply change when the user inadvertently delivered some or all of the insulin cartridge. The lowest bg reported was 40 mg/dl. The ilet alerted to the low bg. The user self-treated with soda and did not require outside assistance or medical intervention. The user experienced symptoms including sweating and shakiness. Following the event, the user reverted to multiple daily injections and has not reconnected to the ilet. The user was advised to contact support when ready to resume use, ensuring an appropriate interval after the last long-acting insulin dose.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.